Event description:
It was reported that a cadd® cadd-legacy® pca pump does not alarm when volume empty. No report of patient injury.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Use testing was unable to replicate the reported problem. The pump alarmed once the test infusion was complete. The complaint could not be confirmed.